Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and all release criteria was checked. With all the release criteria met, the physician unscrewed the closure device from the core wire of the wds. Upon release, the closure device shifted and was partially outside the laa of the patient. The physician attempted to retrieve the closure device through a percutaneous approach but was unsuccessful. The patient was brought to the operating room to have the closure device surgically removed. While being moved to the operating room, the closure device embolized out of the laa and into the right ventricular outflow track, obstructing the aorta of the patient. During open heart surgery the closure device was successfully removed and the laa was removed. The patient also required repair to the mitral valve. The patient did not recover from these events and the patient died four days post procedure.